Event description:
Strong smell of electrical fire. Noted by surgical team anesthesia machine lost power. Pt placed on o2 by ambubag. Anesthesia machine disconnected and another anesthesia machine brought to room. Pt connected to new machine. Biomed technician called. No further smell noted. Pt unharmed by incident.